Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4.1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 was failed to open. A field service engineer (fse) replaced the retractor band on auxiliary drawer 4.1, restoring the drawer ability to open; however, the cubies were no longer communicating. The cubies were removed from drawers 4.1 and 4.2, the drawer assembly was replaced, and all cubies were reloaded. The drawer assembly rails were realigned in the chassis, and the faceplates of each drawer were adjusted to complete the repair. The system functioned as intended after the field service engineer repaired the device.